Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited an abrupt change in right atrial (ra) lead pace impedance measurements from 600-700 ohms to greater than 3,000 ohms, triggering a lead safety switch (lss). Post-lss, unipolar noise with oversensing was observed. There was pacing inhibition for greater than two seconds, however the patient's intrinsic rhythm was visible throughout the noise. Additionally, a signal artifact monitor (sam) episode was stored that contained minute ventilation (mv) signal oversensing. Lead fracture was suspected. This pacemaker and right atrial (ra) lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited an abrupt change in right atrial (ra) lead pace impedance measurements from 600-700 ohms to greater than 3,000 ohms, triggering a lead safety switch (lss). Post-lss, unipolar noise with oversensing was observed. There was pacing inhibition for greater than two seconds, however the patient's intrinsic rhythm was visible throughout the noise. Additionally, a signal artifact monitor (sam) episode was stored that contained minute ventilation (mv) signal oversensing. Lead fracture was suspected. This pacemaker and right atrial (ra) lead remain in service. No adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead was explanted, replaced, and returned for analysis due to lead fracture. The pacemaker remains in service. No additional adverse patient effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system exhibited an abrupt change in right atrial (ra) lead pace impedance measurements from 600-700 ohms to greater than 3,000 ohms, triggering a lead safety switch (lss). Post-lss, unipolar noise with oversensing was observed. There was pacing inhibition for greater than two seconds, however the patient's intrinsic rhythm was visible throughout the noise. Additionally, a signal artifact monitor (sam) episode was stored that contained minute ventilation (mv) signal oversensing. Lead fracture was suspected. This pacemaker and right atrial (ra) lead remain in service. No adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead was explanted, replaced, and returned for analysis due to lead fracture. The pacemaker remains in service. No additional adverse patient effects.